Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for articulating external fixator, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sent the complaint handling unit a letter stating that the patient is experiencing pain, swelling, ankle hardware that is ¿coming apart¿, and a previous revision surgery due to an infection and two synthes screws that have backed out of a depuy plate. The patient was originally treated for joint degeneration in the ankle with a total ankle arthroplasty on (B)(6) 2009. The patient was implanted with depuy plate, 2 syndesmosis screws, and synthes articulating external fixator. The synthes articulating external fixator was placed against the medial side of the left, and placed another pin in the calcanea's and 2 pins in the proximal tibia. The operative report indicates that the surgeon confirmed the nonunion and the screws backing out via x-rays. On (B)(6) 2009, the patient presented to ER with pain and swelling status post right ankle joint replacement about 4 weeks prior. During follow up wound check, it was found to be infected. The patient was sent to ER for evaluation for surgical incision and drainage of right ankle/tar replacement. The surgeon performed a hardware removal of the lateral plate and screws. The patient was revised to 2 syndesmosis screws. The 2 new titanium screws were placed across the syndesmosis with good purchase. The plate was not replaced due to wound healing concerns. Based on the medical records, a hardware removal procedure was successfully completed with no complications. It is unknown when the articulating external fixator was removed. This report is for the articulating external fixator this is report 2 of 2 for com-(B)(4).